Event description:
Reporter indicated a patient's vns output current was noted to be set to 0ma on (B)(6) 2012. The patient had been seen (B)(6) weeks previously on approximately (B)(6) 2012 and vns diagnostics were performed, but it was not recalled if a final interrogation was done to verify settings were correct. The vns settings were corrected to the intended settings on (B)(6) 2012. Attempts for programming history to establish if a programming anomaly occurred at the (B)(6) 2012 visit are in progress.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date.

Manufacturer narrative:
.